Event description:
It was reported that during a laproscopic colon procedure, the device clips were scissoring and not sealing. One clip nicked the common bile duct and they then had to convert to an open procedure. The patient required an additional procedure that resulted in a t tube to a bile bag. Longer length of stay in the hospital is being required for the patient due to the open surgery. The patient is stable at this time.